Event description:
Per biotronik representative, this lead became dislodged approximately 3 months post implant. The patient waited three more months to have it replaced. The physician chose to use a performed j lead due to the size of the patient's atrium. This patient now has a selox jt 45, per oos, this lead was discarded by the hospital.